Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and identified that the flex vision pc had a dead battery. The part analysis confirmed the malfunction of the cmos battery in flex vision pc. Following the replacement of the flex vision pc, the system was returned to use in good working order. The failure of the bios battery issue can be attributed to the issues resolved in philips correction (2024-igt-bst-017). The codes were updated based on the investigation outcome.